Manufacturer narrative:
Subsequent information indicates that a lead revision procedure was performed and the lead was cut and capped. There were no additional adverse patient effects reported. As of today, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting a rise in pacing impedances and a drop in sensing. The local field representative (fr) was unsure if the lead was pacing or capturing. Technical services (ts) discussed the possibility of a lead fracture. Subsequent information indicated that a lead revision procedure was to take place at a later date. There were no additional adverse patient effects reported.